Manufacturer narrative:
(B)(4). The device evaluation was completed. A review of the event history log could not verify the occurrence of an increased intra-peritoneal volume (iipv) event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the reported event could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient's largest prescribed fill volume was 2500ml and their drain volume was 4700ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.